Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device.

Event description:
It was reported that the burr was entrapped on the guidewire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, the burr and wire were advanced proximal to the lesion. When the advancer knob was slid back the rotapro and rotawire drive also moved back. The physician tried to advance the wire forward, however, the wire would not move and it was noted that the burr was stuck on the wire. The procedure was completed with another of the same device. The patient was in good condition post procedure.

Event description:
It was reported that the burr was entrapped on the guidewire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, the burr and wire were advanced proximal to the lesion. When the advancer knob was slid back the rotapro and rotawire drive also moved back. The physician tried to advance the wire forward, however, the wire would not move and it was noted that the burr was stuck on the wire. The procedure was completed with another of the same device. The patient was in good condition post procedure.